Manufacturer narrative:
A third-party service agent evaluated the device but could not verify the reported failure. No malfunctions were observed. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device powered off intermittently. There was no patient use associated with the reported event.